Manufacturer narrative:
Corrected information has been provided in d1 brand name. Added code c20 for investigation findings and d1001 investigation conclusions manually based on the assigned analysis codes. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and tortuous at carotid and subclavian preventing successful delivery of impella.

Event description:
The surgeon performed successful cutdown of r axillary artery for planned impella 5.5 implant. Due to tortuous anatomy at the carotid and subclavian, the physician was unable to advance the catheter and the case was aborted. During impella 5.5 pump insertion, the patient experienced a failure to advance. Clinical stated that the physician was unable to pass the impella 5.5 through the anastomosis, specifying that the anatomy at the carotid and subclavian were tortuous. The pump was removed and the case was aborted as a result of the failure to advance. This is considered a reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.